Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a restenosed, mildly calcified left superficial femoral artery that is 60% stenosed. The balloon of the 6.0x80mm armada 18 balloon dilatation catheter (bdc) was inflated once to nominal pressure. Several attempts were made to deflate the balloon, with time allowed between each attempt to ensure adequate opportunity for deflation; however, the balloon completely failed to deflate when using either the inflation device or a syringe. The balloon was then carefully withdrawn, and it gradually began to deflate during removal. An unspecified bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.